Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the carotid artery. After percutaneous transluminal angioplasty (pta) was successfully performed, an angiography catheter and a 6f non-bsc long sheath were advanced in the lesion. An 8.0-21mm carotid wallstent¿ was then advanced to treat the lesion; however, the stent delivery system was broken inside the long sheath. Thus, the physician removed the long sheath together with the stent out of the patient's body. As pta was performed before advancing the stent, the physician decided to terminate the procedure as he was already satisfied with the result. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent fully mounted onto the delivery system. The sheath used during the procedure was not returned for analysis. A visual and tactile examination identified a complete break in the catheter of the device 1027mm distal to the strain relief. Severe stretching damage was identified at the break site on both the distal and proximal sections of the separated device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter that could have contributed to the compliant incident. The device was returned with the stent fully mounted and constrained on the delivery system. Due to the condition of the returned device the stent was manually deployed. No resistance or any issues were noted during deployment of the stent. The stent was visually and microscopically examined and no damage or issues were noted with the stent that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the stent cups, stent holder or tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the carotid artery. After percutaneous transluminal angioplasty (pta) was successfully performed, an angiography catheter and a 6f non-bsc long sheath were advanced in the lesion. An 8.0-21mm carotid wallstent was then advanced to treat the lesion; however, the stent delivery system was broken inside the long sheath. Thus, the physician removed the long sheath together with the stent out of the patient's body. As pta was performed before advancing the stent, the physician decided to terminate the procedure as he was already satisfied with the result. No patient complications were reported and the patient's condition was stable.